Event description:
It was reported that the user experienced high blood glucose levels and that the insulin pump alarmed sensor end. The blood glucose reading was high at 736 mg/dl. The caller stated that the sensor had just been inserted on the morning of the call, leading to when sensor end alarm occurred. The most recent blood glucose reading was 215 mg/dl. The caller was advised of sensor use techniques and to monitor the device, as well as call back if necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.